Event description:
It was reported that asymptomatic patient presented to or for device change out for normal eri. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.